Event description:
Initial reporter indicated that the patient had been referred for revision surgery as the patient's generator is mobile in their chest and it seems to flip. The lead is mobile as well. X-ray review by physician's office did not show any fracture of leads. Good faith attempts are being made for additional details. Surgery is pending insurance approval for scheduling.